Event description:
A customer reported that discordant high sodium (na) results were obtained from the dimension xpand with hm system on two patients. The initial discordant result from patient 1 was reported to the physician, who questioned the result. The first patient was redrawn and that corrected result was reported to the physician. The initial result obtained on patient 2 was not reported and there was no further information available regarding repeat testing on patient 2. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium results.

Manufacturer narrative:
The siemens technical support center (tsc) analyzed the instrument data and determined that the cause of the discordant sodium result was user error. The operator replaced the instrument sample diluent with reagent probe cleaner. The bottles are color coded and clearly labeled. The operator was reinstructed about the proper bottle placement. The tsc determined that there were no instrument issues pertaining to this event. The instrument is performing within specifications. Further evaluation of the device is not required.